Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that after a primary infusion of etoposide 110mg/5.5ml at a rate of 542ml/hr had completed, there was 70ml of chemotherapy remaining in the bag. The total volume was 545.2ml. The customer states that there was no patient injury or medical intervention required.

Manufacturer narrative:
The customer complaint of under-infusion of etoposide could not be confirmed due to the product was not returned for failure investigation. A photo of an empty IV bag labeled with a volume of 545.2ml was provided by the customer. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that after a primary infusion of etoposide 110mg/5.5ml at a rate of 542ml/hr had completed, there was 70ml of chemotherapy remaining in the bag. The total volume was 545.2ml. The customer states that there was no patient injury or medical intervention required.